Manufacturer narrative:
(B)(4) the customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a supplemental medwatch 3500a will be submitted. H3 other text : investigation incomplete.

Event description:
It was reported that the device was not meshing all of the graft. There was no harm and no delay noted. It was reported that no further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, e2, e3, g2, g3, g6, h1, h2, h3, h4, h6, and h10. The results of the investigation are as follows: - review of the most recent repair record could not be completed because the device was not returned for evaluation and repair. -a definitive root cause cannot be determined. -the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.